Event description:
It was reported that the patient alert was triggered for the right ventricular (rv) lead due to oversensing and an increase in short interval counts (sic). The pace/sense portion of the lead was capped and a new lead implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met, and a lead noise alert was triggered. The analyst noted that 3262 of 3725 lifetime ventricular sic were recorded beginning (B)(6) 2014. The lead integrity alert (lia) was triggered on (B)(6) 2013, (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and ventricular sic. A patient alert occurred on (B)(6) 2014 for lead noise. There are 12 non-sustained tachycardia episodes, 15 ventricular fibrillation (vf) episodes, 2 noise episodes, and 5 lead failure predictor events recorded between 2013 and (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).